Event description:
Patient reported receiving cartridge load error. There was no adverse impact to the customer's blood glucose level. Patient declined further troubleshooting, and no additional actions were taken at this time.